Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported the transmitter crackling. No additional patient or event information is available. No data was provided for evaluation. The reported event of an abnormal transmitter behavior was undetermined. A root cause could not be determined.